Event description:
Procedure type: low ant resect double staple. According to the reporter: the rectum was cut off with a curved cutter and anastomosis was performed with an eea31. The green mark was confirmed, and firing was done. The tissue was cut and doughnut ring was made, but staples were not formed at all. All the staples were retrieved from cavity, and anastomosis was performed again with cdh33 (ethicon). There was no bleeding reported in excess of 250 cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).